Event description:
It was reported that during a gynecologic procedure while the device was already in place and the surgeon was performing the procedure with an instrument inserted through the device, it was realized that the device was cracked at the top and air was leaking out. The surgeon was trying to control some bleeding, but the air was leaking out of the abdomen through the crack in the device. When it was possible, the device was exchanged for a new one and the procedure was completed. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the seal cap on the sleeve broken apart at the weld seam. The device could not be tested for leaking due to its condition. The device history record was reviewed and no discrepancies were noted.